Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the meter produced a spark and that the screen exploded. After that, the device did not turn on. The caller stated that the device was not exposed to any external heat source. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The evaluation of the returned device revealed no evidence of smoke odor, melting, burning, flames, or explosion. However, the display of the meter had been shattered by external mechanical force.